Event description:
Medtronic received information that the deployment of the first transcatheter valve (B)(4) was slightly low and resulted in moder ate-severe paravalvular leak (pvl). The physicians post-dilated the valve times two with a 28mm zmed balloon and reduced the pvl to moderate. The decision was made to place a second transcatheter valve higher inside the first valve. During the deployment of the second valve, at 1/3 deployment, the valve popped-up (likely due to the patient's wide annulus and a horizontal take off). It was then retrieved and re-loaded onto the first delivery catheter system (dcs) (the second dcs could no longer be used after the retrieval). The second valve was then implanted in the correct position and the pvl decreased to mild and the case was concluded. No adverse patient effects were reported. Both dcs's were discarded by the facility and will not be returned.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the low implant depth could not be determined from the available information. The moderate-severe pvl was noted as a result of the final device location. As bav was unsuccessful in resolving the leak, it is unlikely that there was a functional issue with the frame or device expansion. A second device was implanted with a resultant mild pvl. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. The dislodgement was noted as likely due to patient anatomy. Hypotension and conduction disturbances are known potential adverse effects per corevalve instructions for use. In this case the hypotension was treated with vasopressors and the lbbb did not require any treatment.

Manufacturer narrative:
The product remains implanted and will not be returned. No additional information is available at this time. (B)(4).

Event description:
Additional information was received that the patient was hypotensive during the implant procedure (after the initial valve was implanted and bav) with a blood pressure of 88/33 and was volume managed with pressors. The patient also developed left bundle branch block (lbbb) post implant which did not require treatment. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient was hypotensive during the implant procedure (after the initial valve implant and balloon aortic valvuloplasty) with a blood pressure of 88/33 and was volume managed with pressors. The patient also developed left bundle branch block (lbbb) post implant which did not require treatment. No adverse patient effects were reported. (B)(4).